Event description:
It was reported that the low-voltage left ventricular (lv) lead triggered an alert and a device interrogation indicated high pacing impedance and a high threshold with no capture. It was noted the lead alarm was programmed off and the lead is planned for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.